Event description:
It was reported that pump displayed malfunction alarm identified as malf 0, with no notable events occurring beforehand. There was no adverse impact to the customer's blood glucose level. Customer reset pump before contacting support, malfunction did not recur after reset, and customer was advised to continue using pump and to call back if malfunction appeared again, which customer acknowledged and understood.